Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 8 similar complaints with the same failure mode for this serial number. ¿ case: (B)(6) ¿ ms4k station one patient order not showing up ¿ case: (B)(6) ¿ ms4k: new adt and orders are not showing up ¿ case: (B)(6) ¿ orders not showing for one patient ¿ case: (B)(6) ¿ patients not crossing over ¿ case: (B)(6) ¿ patient not showing up on pyxis ¿ case: (B)(6) ¿ ms4k: patient not crossing over ¿ case: (B)(6) ¿ unable to add patients, orders not crossing over from console from meditech ¿ case: (B)(6) ¿ orders not crossing from console to stations a review of the device history record for sn (B)(6) was performed from the date of go live, 08-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order is not crossing. A technical support specialist advised the customer to disable the critical override and to monitor if the issue persists within 24 hours. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 system order was not crossing. Customer reported that they could not pull-out meds for all patients at the hospital. User could see the patient names but the meds was not showing and has set all station to critical override. There were no adverse events or injuries reported based on this incident.